Event description:
On (B)(6) 2025, intera oncology received a report of a patient whose pump site got infected. The patient noticed the infection on (B)(6) 2025. The patient went to emergency room on (B)(6) 2025, because a lot of yellow fluid was coming out of the incision site.

Manufacturer narrative:
The device history record, (B)(4) ln 28931046, was reviewed. The pump was manufactured on may 14, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, the patient first noticed the infection on (B)(6) 2025. The patient went to emergency room on (B)(6) 2025, because a lot of yellow fluid was coming out of the incision site. The pump was explanted on (B)(6) 2025 and replaced with a new pump. Bacterial infection is a known adverse event on the labeling of the intera 3000 pump. No escalation to corrective action required.